Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The issue was observed and the surgeon monitor was replaced. The system then passed the system checkout and was found to be fully functional. The surgeon monitor was returned to the manufacturer for analysis. Analysis found that the monitor had no issues. No fault found.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure while a medtronic representative was working on a system in regards to a separate case. It was reported that the monitor connecting to the system no longer turns on. He was able to test this monitor on multiple systems with different cabling to confirm the monitor no longer turns on. The system was connected to another known working monitor for observation. No patient present.